Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3065 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient received right lung cancer for more than 18 months, and the fourth cycle of chemotherapy for more than 9 months after radiotherapy and chemotherapy. On (B)(6) 2021, ultrasound-guided PICC catheterization was performed under aseptic technique in accordance with the doctor's order. After catheterization, drug chemotherapy was performed. At 08:40 on (B)(6) 2021, the oncology specialist nurse followed the doctor¿s instructions for routine maintenance of the PICC catheter. After the dressing was opened, a small amount of liquid was leaked from the puncture point. After 3 sterile sterilization, there was still a small amount of liquid flowing out. Pull out the catheter immediately by 2cm. It is found that there is leakage and trachoma at 34cm, immediately report to the doctor in charge, the head nurse, and sterilize it. Cut the damaged catheter at the leakage area and connect a new extension catheter. The current length is 5 cm less than the original length. Inform the patient and cautions related to catheterization of family members should be given psychological care."